Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. In a customer experience survey, an anonymous patient reported having had an unspecified peritoneal dialysis infection. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified infection due to unknown patient. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a infection while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Attempts to obtain additional information could not be completed for follow-up.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a infection while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Attempts to obtain additional information could not be completed for follow-up.

Manufacturer narrative:
Corrections: h6.